Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received shocks. A lead integrity alert (lia) was triggered due to a high number of short interval counts (sic) and noise on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.